Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/04/2016 with the following findings: a review of the pumps black box revealed cs 087 alarms. During testing, the pump performed the ez-prime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no cs alarms occurring. A 10 unit audio bolus and a 10 unit normal bolus were performed with no cs alarms occurring. The original cs alarm issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 087 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.